Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that the customer had multiple pump error alarms. The customer¿s blood glucose level was 300 mg/dl at time of incident. The customer stated that they were unable to rewind the pump and also stated that they had multiple pump errors. The declined troubleshooting for the high blood glucose and was treated with pen. The customer was advised the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with motor power supply voltage error detected alarm. Unable to verify motor current error detected alarm and perform the self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to motor power supply voltage error alarm. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.